Manufacturer narrative:
Retainer ring missing. Customer returned pump for alleged cosmetic damage located at the battery tube found on (B)(6) 2021. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked reservoir tube lip, cracked keypad overlay, missing o-ring (reservoir tube), detached retainer, pillowing keypad overlay, and minor scratches on lcd window. In summary, customers alleged cosmetic damage located on the battery tube was confirmed by visual inspection where cracked battery tube threads were noted. Additionally, a missing retainer ring was noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.